Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, allowing them to resume insulin therapy successfully.